Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient had a chronic driveline/pump pocket infection. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was periodically bacteremic and had multiple cultures that showed infection. The patient was chronically followed by the infectious diseases department and was treated with antibiotics for years. No further information was provided.